Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the procedure. During the surgery, a leak in the system was identified in the tubing near the pump. The patient did not experience additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.